Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: evaluation revealed that the pump was returned with the product label peeling off. Battery compartment cracked from case seal traveling to bumper. Battery cap coin slot is damaged- cap is difficult to remove. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 09/09/2016.